Manufacturer narrative:
Device evaluation: an application support manager (asm) visited site and provided surgery support. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had surgery on (B)(6) 2022 and was overcorrected in the left eye. Idesign manifest refraction (mr) -9.12 +2.90 x 100, mr. -8.25 +2.75 97 best corrected visual acuity (bcva) 20/20. An enhancement was performed on (B)(6)2022. Idesign mr -.10 +1.14 x79, mr +1.25 sph. Physician adj +.50. Patient ended up with 20/25 uncorrected visual acuity (ucva). No refraction has been done and patient is not due to return for another 6 months. No additional information was provided. This report is for the idesign. A separate report will be filed for the excimer laser.